Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, one device the tip was broken off and the other device stopped working. Another device was used to complete the procedure. No adverse consequences reported. No additional information is available.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time.